Event description:
It was reported that the patient reported low voltage alarms. The mechanical circulatory system (mcs) nurse did not see any alarms on interrogation. There was a nick/slit on power cord coming from the system controller. Log files were sent for review. There were no notable alarm conditions or parameter changes seen in the log file. Based on the log file the mcs equipment was operating as intended electronically and mechanically. It was later communicated on 12may2026 that the cause of the low voltage alarms was not identified. Additionally, the low voltage alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.